Event description:
It was reported that the patient was hospitalized due to a heart attack a few weeks back. It was reported that the patient is now recovered. The cardiologist was unsure of the relationship between vns therapy and the heart attack.